Event description:
Pt placed back on vent post crt with increased pip and no volume on vent. Pt taken off and bagged. "Est" test done on vent. Vent passed test. Pt clamped on tube. Inserted oral air way. Difficult to bag. Still not returning volumes. Hme removed. Volumes re-checked and fine. Vent checked by respiratory therapist at 0950. Pt crt at 0950. At 0915 aerosol treatment given in proper place in line vent circuit. Respiratory therapist stated pt biting tube or hme occluded.